Manufacturer narrative:
No button error alarm noted. All buttons functioned properly; however, unit had moisture on keypad traces. Unit had battery tube threads cracked, cracked reservoir tube lip, and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the buttons on the insulin pump were unresponsive. The insulin pump alarmed button error. Customer's blood glucose level was 6.7 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.